Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother reported via phone call that they had air bubbles in the tubing. The mother also reported the customer's blood glucose has been rising. Customer's blood glucose was 14 mmol/l. The mother stated they have not received a no delivery alarm despite having air bubbles. The mother also reported the insulin pump was rewound with the reservoir in place, creating air bubbles. The mother stated there was no leaks present on the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was tested with a water filled reservoir and no air bubbles were noted. The insulin pump was received with minor scratches on the display window and scratched reservoir tube window.